Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) paced during an episode of ventricular tachycardia (vt). The programmed rate cut off for vt was 150 beats per minute, with rate smoothing on. The patient was treated with anti-tachycardia pacing. Additional information was recieved stating the device was explanted prophylactically and replaced with another guidant ICD due to the recall advisory.